Manufacturer narrative:
Technician found that the batter led was on when the bed was unplugged and there were no manual functions working and no alarms. Technician replaced the hydraulic power unit to resolve the issue.

Event description:
Account alleged that the bed had no functions. No hydraulic functions, manual or electrical. No alleged injuries.